Event description:
It was reported that subsequent to the implant of a protegen sling for treatment in 97, the pt experienced vaginal bleeding, foul odor, vaginal erosion, pain, discharge, sexual complications, continued incontinence, suffering and mental anguish.